Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cable. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply, adaptor, and hemopro 2 tool. The device passed the pre-cautery test during several device activations; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure, "intermittent continuity" could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 cable was working only intermittently. A replacement cable was used to complete the procedure. The hospital did not report any patient effects. The product was returned.